Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a "skin reaction" occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with redness, drainage, and pustules that extended beyond the patch perimeter. The area was prepared with alcohol before placing the sensor on the body. On (B)(6) 2025 the patient visited his health care professional (hcp) at the hospital and there, the patient had undergone a surgical procedure to remove the abscess by incision and drainage. The patient was given IV antibiotics (unspecified). The plan was for the patient to come back after two weeks. At the time of the report, patient condition was unspecified. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.